Event description:
The reporter stated the suspect device results did not correlate to a lab reference on several patients. Controls were in range. Device results were 5.0, 4.3, 5.0, 4.2, 5.0, 4.1, and 3.5 inr. Corresponding lab results were 2.8, 2.7, 2.7, 2.9, 3.3, 2.9, and 2.2 inr. The device was replaced and requested to be returned for evaluation.